Manufacturer narrative:
Section e: initial reporter is unknown g2: the country of the event is japan g4: this product is not marketed in us but a similar device with product number: c01a with 510(k)# k041584 and UDI: (B)(4) is marketed in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1 balloon kyph oplasty (bkp) therapy for primary osteoporosis and compression fracture. It was reported that after placing the polymer and monomer into the mixer body, and the mixer head with the stirring paddle was inserted and slightly pressing the mixer head, the polymer and monomer leaked from the upper part of the main unit. It was also mentioned that locking was performed, but the cause could not be determined. There was a delay of less than 60 minutes in overall procedure time. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3 product analysis #708827752: part # c01a-j, lot # el70366 visual inspection confirmed the mixer has been used. Most of the cement appears to have been applied and what didn't get used has dried in the tube. Unable determine viscosity of cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.